Event description:
Complainant alleged that during functional testing, the device's shock button intermittently would not allow discharge. Complainant indicated that there was no pt involvement in the reported malfunction.